Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31574002l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after a cardiac ablation procedure was completed with octaray mapping catheter, the patient experienced cardiac tamponade (CT) treated with pericardial drainage. After the procedure was completed, blood pressure decreased, and the pericardial effusion/cardiac tamponade was confirmed. There was no defect with the octaray. Pericardial drainage was performed, and the patient¿s condition was recovered. No extended hospitalization was reported, and causal relationship with the product was unknown. No abnormalities observed prior to or during use of the product. The outcome of the adverse event was improved. One catheter was used during the procedure. No error messages were observed on biosense webster equipment during the procedure. The procedural activated clotting time (act) was 350-400 seconds. One transseptal puncture site was performed during the procedure. Prior to noting the CT, no ablation was performed with biosense webster inc. Catheter. The patient did not require cardiac surgery.